Manufacturer narrative:
H10: one used sample was received for evaluation. Unaided eye visual inspection was performed and no issues were noted. Visual inspection along with magnification revealed a single black polymeric appearing particle loosely on the fill port connector interior wall. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) within a exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was not further described. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.